Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400 to 500 mg/dl and that they would like to try a different infusion set. Customer was advised on different infusion sets and site technique. Customer declined high blood glucose troubleshooting. No further details given.